Event description:
It was reported that the usb port on the pump was worn out, causing difficulties charging the pump due to it being hard to plug the charging cable in. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.